Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The machine alarmed 20 minutes into treatment and the internal leak was confirmed with blood test strips. Estimated blood loss was 275cc's. Bloodlines and dialyzer were changed and pt completed treatment without any further complications on a new machine. The pt did not have any adverse effects after the incident. No medical intervention was required. Sample is available.

Manufacturer narrative:
The investigation is ongoing. Upon completion of the investigation, a supplemental report will be filed.